Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a crack was observed in the catheter tip at venous luer adapter (blue). The catheter has been in place for 6 months. Nothing unusual observed on the device prior to use. There was no excessive force used on the device. Iodophor was the cleaning agent used on the device. The cleaning agent was not allowed to dry thoroughly prior to applying ointment to the area. Tego was not utilized. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the tube was replaced. The procedure was completed after the remedial action was done. There was no intervention/treatment required as a result of the event. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.